Event description:
It was reported that during dft testing at implant, the device did not convert the induced arrhythmia. Physician has elected to treat the issue with medications and will monitor the patient. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).